Event description:
The advocate stated that the customer tested her blood glucose and received a reading of 147 mg/dl using her contour ts meter. She took 2 units of humalog insulin and 5 units of lantus insulin based on the reading. After taking insulin, the customer was symptomatic for hypoglycemia, so paramedics were called. Paramedics tested the customer's glucose at 43 mg/dl using their meter, while the customer's contour ts read 102 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was treated with IV glucose before being taken to the hospital. The advocate performed control tests using the customer's meter and test strips. The results fell within the normal control range, but the test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.